Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured during inflation inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured during inflation inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was inflated to rated burst pressure and no leaks or issues noted with the balloon material. A visual examination of the markerbands identified no issues. A visual and tactile examination identified multiple inner shaft kinks. A visual and tactile examination identified no damage to the tip of the device.